Event description:
Additional information received reported the patient had the implantable neurostimulator (ins) and leads explanted. The patient outcome was reported as recovered without sequelae.

Event description:
It was reported that the patient's implantable neurostimulator was reading a low, out-of-range impedance value; the manufacturer representative noted the patient having a short circuit between electrodes #3 and #12, with an impedance value less than 50 ohms. Additional information received reported that the patient required a brain MRI due to a potential tumor. Because the impedances were not within normal range for the patient to have an MRI with the system intact, an explant procedure was planned for (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-60, lot#: serial#: (B)(4), implanted: (B)(6) 2011, explanted: product type: lead. Product ID: 3778-60, lot#: serial#: (B)(4), implanted: (B)(6) 2011, explanted: product type: lead. Product ID: 37743, lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient product ID: 37743, lot#: serial#: (B)(4), implanted: explanted: product type: programmer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found it functionally okay with no significant anomalies. Analysis of the leads, lot #v758490013 and #v758490014, found they were cut through and segmented with no significant anomalies. Analysis of the anchor found no anomaly.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead; product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37743, serial# (B)(4), product type programmer, patient; analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.